Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca shell. Other devices listed in this report: cat # unk, lot # unk, description: unknown pca liner. Cat # 6284-0-132, lot # b3aee, description: 32mm standard femoral head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised due to a painful right hip. Doctor did not make any comments intra-operatively as to any specific suspect component and revised the shell, liner and head.